Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that they were experiencing low blood glucose. Customer stated that the blood glucose was 50 mg/dl at the time of incident. Customer stated that insulin pump of death that did not stop delivering insulin even when blood glucose at 50 mg/dl. Customer reported that the insulin pump and reservoir will not be returned for analysis.